Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por), and there was extremely high battery impedance observed. In addition, the right ventricular (rv) lead exhibited a loss of capture. The reset was cleared and reprogramming was performed. The device and lead were later replaced. No patient complications have been reported as a result of this event.